Event description:
There was resistance and the needle separated from the syringe [device issue], medication squirted out [device leakage], there was resistance [device mechanical issue], pt did not receive medication depo [device delivery system issue], no adverse event [no adverse event]. Case narrative: this initial regulatory authority report concerns adverse events device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 09-jan-2025, amneal pharmaceuticals received information from the other non-healthcare professional via an email through the regulatory authority us food and drug administration, with reference number ((B)(4)) concerning above mentioned adverse events experienced while on amneal¿s medroxyprogesterone acetate prefilled single-dose syringe. The patient started therapy with medroxyprogesterone acetate prefilled single-dose syringe (ndc: 70121-1480-1, batch no: 240155, expiration date: 31-may-2026) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that when administering injection, there was resistance, and the needle separated from the syringe and the medication squirted out and patient did not receive medication depo. Last action taken with medroxyprogesterone acetate to device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were unknown. The reporter causality for the events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.

Event description:
There was resistance and the needle separated from the syringe [device issue]. Medication squirted out [device leakage]. There was resistance [device mechanical issue]. Pt did not receive medication depo [device delivery system issue]. No adverse event [no adverse event]. Case narrative: this initial regulatory authority report concerns adverse events device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 09-jan-2025, amneal pharmaceuticals received information from the other non-healthcare professional via an email through the regulatory authority us food and drug administration, with reference number (aer: (B)(4)) concerning above mentioned adverse events experienced while on amneal¿s medroxyprogesterone acetate prefilled single-dose syringe. The patient started therapy with medroxyprogesterone acetate prefilled single-dose syringe (ndc: 70121-1480-1, batch no: 240155, expiration date: 31-may-2026) (frequency and therapy date were not reported) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. It was reported that when administering injection, there was resistance, and the needle separated from the syringe and the medication squirted out and patient did not receive medication depo. Last action taken with medroxyprogesterone acetate to device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were unknown. The reporter causality for the events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#1) information received on 21-feb-2025. New information received includes qa investigation report, attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240155 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results. Apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240155 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event were unknown. The reporter causality for the events of device issue, device leakage, device mechanical issue, device delivery system issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.